Event description:
This case was reported by a consumer (pt's wife) and described the occurrence of myelodysplastic syndrome in a (B)(6) male pt who received super poligrip original denture adhesive cream (formulation number (B)(4)) over a period of 20 years for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip original denture adhesive cream (dental). On approximately (B)(6) 2010, the pt experienced myelodysplastic syndrome. The reporter stated that her husband was diagnosed with "myelodysplastic syndrome (mds), it is a refractory anemia with excess blast (bone marrow failure) last month". This case was assessed as medically serious by gsk. The pt was treated with cancer chemotherapy (chemotherapy). Treatment with super poligrip original denture adhesive cream was continued. At the time of reporting, the event was unresolved. Manufacturer's comment: super poligrip original denture adhesive cream is manufactured in (B)(4). The lot number for this product is available (x09384). It was unk if the product will be returned for quality testing. Case (B)(4).